Event description:
A product failure was reported by a customer on (B)(6) 2012. The customer had to switch out the oxygenator due to cracking. There were no reported effects to the patient. The customer resumed therapy using a centrifugal pump as opposed to a roller pump. (B)(4).

Manufacturer narrative:
This event was identified as being reportable during a retrospective review of complaint records as required by maquet's CAPA process. Due to the age of the complaint, follow-up will not be conducted and no further information is expected.